Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 175cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous right breast implant deflation, post-procedure. The deflation was confirmed by a doctor via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient's date of explantation surgery has been rescheduled to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 19, 2021, the mentor failure analysis lab received the device for evaluation. In addition, the patient's date of explantation was also provided as (B)(6) 2021. On august 26, 2021, mentor received additional information indicating that the patient's implants were replaced with the following: (right) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 7362191 sn: (B)(6) and (left) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 9540932 sn: (B)(6). On august 24, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 175cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.1 cm. Leak testing was performed in accordance with mentor procedures, and no additional leak sites were detected during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (lot-6888290). No adverse events were reported for this concomitant (contralateral) device. Therefore no further analysis is required. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 6, 2021, mentor received additional information indicating that the date of explantation has been updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 4, 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation surgery, with replacement of an unspecified silicone implant, for (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).